Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not retained.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. The study coordinator indicated the subject had a previously reported ae for a right foot infection, which has now migrated into the subject's right knee. The subject went in for a liner exchange for the infection. The op notes and x-rays have been requested and will be forwarded upon receipt. Dob: (B)(6) 1944. Right knee.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. The study coordinator indicated the subject had a previously reported ae for a right foot infection, which has now migrated into the subject's right knee. The subject went in for a liner exchange for the infection. The op notes and x-rays have been requested and will be forwarded upon receipt. Dob: (B)(6) 1944. Right knee.